Manufacturer narrative:
The explanted devices were not returned to bsn for eval, because they were kept by the medical facility.

Event description:
A report was received that a pt was experiencing "bubbles" over the ipg site. The physician wanted to test the pt for a possible allergic reaction to the devices, but instead explanted the entire precision system. The pt is reportedly doing well after the explant procedure.